Manufacturer narrative:
Additional narrative: patient information is not available for reporting. Date of postoperative plate breakage is unknown. Procedural dates (implant and explant) are unknown. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). The investigation could not be completed; no conclusion could be drawn as no product was received. Device history record review: manufacturing site: (B)(4) - manufacturing date: june 5, 2014; no non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a locking compression distal femur plate broke post-operatively and, as a result, had to be removed. Details surrounding the breakage and subsequent revision are not available at this time. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
An device history records/investigation summary was performed. The investigation of the complaint articles has shown that: without material it cannot be defined if this complaint is confirmed. Complaint will be re-opened in case material is coming back or further information is received. Synthes (B)(4) herewith declares that the examination of the raw-material testing certificates and the manufacturing papers for the below listed article showed no deviations regarding material analysis, strength and structural stability. The evaluation has shown that this plate was originally shipped in a sterile condition. The plate was manufactured in june 2014, 30 parts according to our specifications. All devices were sold meanwhile and are not aware of any quality problems or failures caused by a faulty product. Also we are not aware of any other complaint for this article- and lot number, neither the sterile nor the unsterile lot. Based on the provided information and without the involved part no further evaluation is possible. Please note, this DHR review is for sterilization procedure only: manufacturing location: (B)(4), supplier: (B)(4), manufacturing date: 25 june 2014, expiry date: 01 june 2024, no ncrs were generated during production. Brand name added for sterile part. Manufacturing location for sterile part added. Correct part number, sterilization lot number & date provided. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update (B)(6) 2015 uej: correct part and lot number is 222.252s / 9031503. Synthes : undetermined : product not returned/incomplete